Manufacturer narrative:
Updated with no piitent impact.

Event description:
The customer reported "cannot charge." There was no patient impact.

Event description:
The customer reported "can not charge." No adverse patient impact was reported.